Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that catheter had a hole in it. After being inserted and then flushed, there was leaking near the base of the catheter. Patient was stuck again with needle for catheter placement. No other information was provided.